Event description:
It was reported that the day after implant, the discharge check was performed and it was noted that the left ventricular (lv) lead was not pacing the ventricle even with highest pacing amplitude. Pacing from the lv electrode resulted in atrial pacing on the ECG. Chest x-ray revealed that the lv electrode was not in the lateral side branch of the coronary sinus, where it was implanted, but it was retracted to the right atrium and the tip of the electrode was in the main branch of the coronary sinus. The lead had dislodged and was explanted and replaced. The patient is enrolled in the adapt response clinical study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 407652 lead, (B)(6) 2014; 6935m62 lead, (B)(6) 2014. (B)(4).